Event description:
It was reported on 05/09/2000 that, "in 1999, pt had an iol implant to the right eye. On 07/15/1999, pt developed a severe hypopyon and intraocular infection requiring secondary surgical intervention. A cloudy cornea, inflammation and vitritis was also reported on that same day. Pt also had a vitrectomy and vitreous aspiration the same day without cultures. On 05/03/2000, pt had a visual acuity of 20/40. The doctor is unsure if this issue is lens related or not. The doctor feels the condition is stable and has given the pt an excellent prognosis."